Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose of 577 mg/dl and paramedics had to be called. The customer states had received alert to change sensor after calibration not accepted and also had a bent cannula. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Inspected 2 opened/used sensors and found both sensors with cannula retracted inside sensor base. Unable to confirm customer received sensors in said condition due to customer returned opened/used. 1 of 2 sensors also still has plastic liner still taped on to adhesive